Event description:
Information was received indicating that the motor and arm to a smiths medical medfusion® 3500 syringe pump was observed to not be moving. It was also reported that the motor could not be heard. There were no reported adverse effects.

Manufacturer narrative:
A smiths medical medfusion pump was returned and the top case was chipped and cracked. A motor rate error alarm was found in the history. The motor assembly was replaced and the issue was resolved. The parts appear to be damaged from normal wear over the past 7 years. The initial complaint was confirmed.